Event description:
A customer called customer service to ask if her freestyle blood glucose test strips were compatible with her freestyle lite blood glucose meter. Customer further reported that due to this issue she experienced "hypoglycemia" and had sustained an unspecified injury. No further information was provided by the customer as she declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. (B)(4).